Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the companion external battery was not in patient use when the issue was observed. In addition, it would not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver has a redundant, alternate power source of external wall power. The companion external battery will not be returned to syncardia for evaluation. Transportation regulations do not allow batteries with a charge over (B)(4)% to be shipped via air. Since the external battery has a displaced connection, it cannot be discharged for shipping. The external battery will be disposed according to european regulations. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
This companion external battery was not in patient use. The supplier, a syncardia authorized warehouse, reported that the connector on the companion external battery was displaced and the battery could not be charged or discharged.